Event description:
Dealer reported that device has both side brakes faults intermittently. The dealer checked the device and brakes need replacement. No injury.

Manufacturer narrative:
(B)(4) model tdxsp-cg, serial number/date (B)(4) is approximately 4 months old. The owner's manual part number 1143190, rev.k(mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event for additional information. The dealer is evaluating the device and will make necessary repair to the brakes once the parts are received. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The malfunction has not been confirmed.